Event description:
Consumer stated he/she "liked the overall product but my brush head looses a few bristles every brush. When I go spit out toothpaste and rinse my mouth a few bristles come out too." Product not returned.